Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that because in the procedure the hcp removed another implant from another manufacturer that it was not working. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having pain after the procedure (pain at incision). Patient wanted to know if the therapy was on, so agent explained how to connect with ins. Patient increased the strength of the therapy until it comfortable. The patient was redirected to their healthcare provider to further address the issue. On 2024-nov-05, additional information was received from the patient. It was reported that they were still having pain where the stitches were and a little bit of bleeding. Patient said it felt better in the morning when they first get up after being laid in bed all night. Patient also mentioned they were taking antibiotics prescribed by healthcare provider (hcp). Patient reported symptom relief, they were having to go to the bathroom every hour before and now they were only going about 4-5 times a day.